Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator, the right atrial lead and the right ventricular lead were explanted due to an infection. The pocket was drained and the patient was treated with antibiotics. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.